Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies found. (B)(4) the full lead was returned, and no anomalies found, all conductors blood, body fluid (not obstructed).

Event description:
It was reported that the leads could not be placed during the implant procedure. No patient complications have been reported as a result of this event.